Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor was inserted on sunday and no sensor glucose readings were available. Customer turned off the sensor and charged the transmitter and anomaly persisted. Customer removed the sensor and noticed the electrode was missing. Customer is returning the sensor for analysis.